Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. The issue resolved itself, and the pump began charging again without the customer needing to change the charging supplies.